Manufacturer narrative:
No audio or vibrate anomaly or absence of alarm confirmed during testing. Hardware low level failures error received after failing the self test. Broken trace noted at pin of ambient light sensor. Device passed the sleep current measurement, active current measurement, rewind test, prime test, occlusion, basic occlusion test, force sensor test and the displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had audio anomaly. The customer's blood glucose level was 97 mg/dl at the time of incident. The customer stated that they are not able to hear it sometimes. The customer also stated they did not hear the differences between the two audio beep volumes (1 & 5). Advised that the insulin pump will need to be replaced and to revert to backup plan. The insulin pump will be returned to analysis.